Event description:
On (B)(6) 2012 the reporter, the patient's father, contacted lifescan to report the patient obtained several elevated blood glucose readings. On (B)(6) 2012 the patient obtained a reading of 504 mg/dl. The patient was given a correcting dose of insulin via a syringe injection. On (B)(6) 2012 the patient obtained a reading of 388 mg/dl, and experienced the symptoms of nausea, vomiting and large ketones. The patient was again given an injection of insulin via a syringe. Her subsequent reading was 147 mg/dl. The patient did not seek any medical attention. Troubleshooting revealed there were no issues with the infusion set or infusion site, and all pump programming was correct, the settings, basal setting and date/time were correct. It was also determined the patient's father filled the cartridge with refrigerated insulin, and had observed air bubbles in the tubing. The manufacturer recommends allowing the insulin to warm to room temperature to avoid air bubbles forming in the cartridge or tubing, which can lead to under-infusion of insulin. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect by using refrigerated insulin which may have contributed to the air bubbles seen. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this occurred, and received treatment with insulin injections, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 04/25/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no insulin delivery defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of reported high bgs due to continued use. Unrelated to this complaint, the display is dim; the letters have a red hue. Setting the contrast to the highest setting did not improve the display. When a test display screen was used the display functioned properly.